Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the cardiac resynchronization therapy defibrillator (crt-d) ¿battery died faster than it was supposed to.¿ the device remains in use. No patient complications have been reported as a result of this event.